Manufacturer narrative:
Estimated date of event. The two additional devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were attempted in a common femoral artery using the preclose technique prior to a large hole angiogram procedure. Reportedly, the sutures of two proglide devices were successfully placed. The procedure was completed; however, the knot of two proglide devices could not be advanced and the sutures were removed. The sutures of an additional proglide were deployed; however, an occlusion of the vessel occurred. A cut-down was performed to remove the sutures. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.